Event description:
A surgeon reported a patient was seen for a follow-up appointment eight days following a pneumatic retinopexy for a retinal detachment. Upon examination, it was noted the product had dissipated. At the patient's next appointment, examination revealed the retina had re-detached. The surgeon feels the re-detachment was most likely due to an additional tear and not due to early dissipation of product. A second pneumatic retinopexy was performed. Complete dissipation of the product was noted again at day eight. However, this time the retina remained attached. The patient has a good prognosis following the second procedure.

Manufacturer narrative:
Evaluation summary: analysis of the returned product verified that the product met specification. A check of the batch production record (bpr) indicates the product met release criteria with no deviations and no comments. There has been one similar report received from this physician for the lot number identified.